Event description:
Patients IV would not drip. Nurse visit made -- found distal end of tubing would not screw properly into patient's IV catheter. Appears that extra piece of plastic present on distal end that prevents proper fit.